Event description:
The customer reported a clear fluid leak of approximately 5ml from a coulter act diff 2 analyzer. It is unknown whether the leak was contained within the instrument and no error messages were reported by the customer at the time of the event. The customer could not identify the source of the leak. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that tubing had detached from the fmi (diluent) pump. The fse reattached the tubing to resolve the issue. The repairs were verified per established service procedures. (B)(4).

Manufacturer narrative:
The date of manufacture listed in the initial report was found to be incorrect; the correct date is provided in this supplemental report.